Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was clarified that the user did not report the fault including the air/water feeding issue, however, the event was confirmed during evaluation. An attempt was made to obtain additional details regarding the foreign material and reprocessing methods but no information was provided, the foreign material could not be identified and the cause for the material remaining in the device could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the loaner gastrointestinal videoscope exhibited air/water feeding problem. The patient was not under sedation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned, and customer allegation was confirmed. During the inspection at repair center it was found that nozzle was clogged resulting in air/water feeding problem. The nozzle was not deformed, but clogged by some impurities. The root of the insertion section was wrinkled. Due to clogging of nozzle, air supply volume does not meet the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.